Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (does not recognize ECG) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the connector. The root cause for the damaged connector was excessive force. A design change to address this condition (PMA supplement p010030/s138) was approved by FDA on 08/04/2020. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was unable to recognize an ECG signal.